Manufacturer narrative:
Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), during follow up, patient experienced loss or failure of implant to integrate.

Manufacturer narrative:
Follow-up submitted to report device evaluation.